Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, and the device reverted to normal operation.>> the cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker device was found in safety mode and was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned. This device analysis is complete.

Event description:
It was reported that this pacemaker device was found in safety mode and was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.